Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, or surgery date(s), was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized a paragon 28 4.0mm mini-monster screw. The screw was reported to have broken 1 week post-operatively. The initial reporter indicated that the hardware was not removed, and the physician does not plan on a revision. The implantation date was not reported.